Event description:
It was reported that the rv lead impedance has been running high. The physician is aware of the issue and no intervention has been done at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1188t, competitor implantable pacing lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the rv lead impedance has been running low. The physician is aware of the issue and no intervention has been done at this time. The lead remains in use. No patient complications have been reported as a result of this event.